Event description:
The complainant alleged that the paramedics were monitoring a pt when the unit intermittently displayed "press shock" when the device had not been charged. The paramedics shut off the unit and obtained another device to continue treatment. The complainant indicated there was no adverse effect to the pt as a result of the reported malfunction.